Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned three unopened duramax trays part number h787103028045/a and lot number i3072554 for investigation due to a device malfunction (failed split). A visual inspection of the returned units noted no damages were observed. The split test was performed on all three sheaths and the sheaths split evenly. The devices performed as intended and was manufactured per merit medical specifications. The device history record showed that the lot was released accomplishing all quality standard requirements. There was no deviation and non-conforming reported during the manufacturing of this product. Since the sheaths arrived in intact condition, splitted and performed as intended, therefore the root cause remains unknown.

Event description:
The customer reports that the peel away sheath would not peel properly resulting in opening additional supplies. There was no patient injury.